Event description:
It was reported that during retrograde recanalization procedure, a guide wire tip detachment occurred. The 100% stenosed lesion was located in the mildly tortuous and severely calcified common iliac artery. The v-18 200cm guide wire was advanced to the lesion and the hydrophilic coating tip was broken inside the patient. The physician removed the broken tip with a snare. The procedure was completed successfully. No patient injuries or complications were reported. The patient condition is reported as "well".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.